Event description:
The customer reported that while the unit was in use on a pt, the unit double triggered on the pacer and r wave, and they were unable to zero the transducer. The pt was switched to another unit and therapy was continued. No pt injury was reported.